Event description:
As the surgeon was using the drill the spade tip broke off during shoulder procedure. It was just below the surface of the bone. The tip was not removed from the patient.

Manufacturer narrative:
Evaluation of the returned drill shows the drill head has been broken off at the shaft. No material voids observed at the break area. The proximal end that interfaces with the drill chuck is worn and appears to have slipped at one time in the drill chuck. All dimensions that could be verified met print specifications. The shaft is bent in several places along its length. This condition is consistent with excessive torqe being placed on the drill during use. (B)(4)